Event description:
It was reported that the patient experienced a procedure to implant a artificial urinary sphincter(aus) device due to unspecified reasons. The patient had a previous ams sling implanted. The patient then experienced another procedure to revise the aus device. A patient outcome was not reported.